Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker advised the customer to clear the error codes and wait 5 seconds after powering the device before initiating the user test. The cause of the error was not established.

Event description:
The customer contacted stryker to report that their device had an error logged that indicates a potential failure to delivery energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.